Event description:
Burn blister [burns second degree] that plaster should not develop such a high heat [device issue]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced a burn blister during use of thermacare heatwrap. That was very painful and unpleasant for her as she used a plaster (referred to patch of thermacare) for menstruation complaints. She thought that plaster should not develop such a high heat. The action taken in response to the event for thermacare heatwrap and event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blister and plaster developed high heat" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister/reddening [burns second degree] , that plaster should not develop such a high heat [device issue] , scar [scar]. Case narrative:this is a spontaneous report from a contactable consumer. A 23-year-old female patient started to receive thermacare heatwrap (thermacare menstrual) since approximately 2014 and always only in the second day of menstruation for approximately 7 hours per day for period pains /menstruation pain. The patient medical history was not reported. The skin type was medium-light, not sensitive, no skin diseases. There were no concomitant medications. The patient experienced a burn blister during use of thermacare heatwrap. That was very painful and unpleasant for her as she used a plaster (referred to patch of thermacare) for menstruation complaints. She thought that plaster should not develop such a high heat. The event occurred on (B)(6) 2018, after 1-2 hours intensive warmth production and then reddening was noticed, then burn blister detected. No treatment was received, the event resolved after approximately 1.5 weeks (in (B)(6) 2018). The small blister healed. A small scar remained. "All is fine now, please leave it at that". There were no problems with it before. There were multiple layers of clothes over the thermacare (consumer comment: "under the pants- the product is designed for menstruation pain, so other way of wearing would make no sense"). No sport activities during the use of the wrap, no check of the skin during the usage. The small burn blister ("approximately 0.5 cm in size") occurred under left outer cell of the thermacare. The consumer had read the patient information leaflet prior to applying the product. The patient did not consult a physician and there was no treatment of the adverse event. Lot number was not recorded by the patient. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event scar was unknown. The outcome of the other events was recovered. Additional information has been requested and will be provided as it becomes available. Follow-up (12oct2018): new information received from the contactable consumer included: suspect product details (including start date, frequency and indication), no concomitant medication, event details (including new event scar, event onset date, no treatment and event outcome). Company clinical evaluation comment: based on the information provided, the events of "burn blister and plaster developed high heat" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister and plaster developed high heat" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Evaluation of the returned sample did not provide any additional information as to why the consumer stated "the wraps do get really hot". There was no trend identified for the lot for the subclass of wrap/patch/pad too hot.reasonably suggest device malfunction: no. Severity of harm: n/a; site sample status: not received.

Event description:
Event verbatim [preferred term] burn blister/reddening [burns second degree] , that plaster should not develop such a high heat [device issue] , no check of the skin during the usage [intentional device misuse] , scar [scar]. Case narrative:this is a spontaneous report from a contactable consumer. A 23-year-old female patient started to receive thermacare heatwrap (thermacare menstrual) since approximately 2014 and always only in the second day of menstruation for approximately 7 hours per day for period pains /menstruation pain. The patient medical history was not reported. The skin type was medium-light, not sensitive, no skin diseases. There were no concomitant medications. The patient experienced a burn blister during use of thermacare heatwrap. That was very painful and unpleasant for her as she used a plaster (referred to patch of thermacare) for menstruation complaints. She thought that plaster should not develop such a high heat. The event occurred on (B)(6)2018, after 1-2 hours intensive warmth production and then reddening was noticed, then burn blister detected. No treatment was received, the event resolved after approximately 1.5 weeks (in (B)(6)2018). The small blister healed. A small scar remained. "All is fine now, please leave it at that". There were no problems with it before. There were multiple layers of clothes over the thermacare (consumer comment: "under the pants- the product is designed for menstruation pain, so other way of wearing would make no sense"). No sport activities during the use of the wrap, no check of the skin during the usage. The small burn blister ("approximately 0.5 cm in size") occurred under left outer cell of the thermacare. The consumer had read the patient information leaflet prior to applying the product. The patient did not consult a physician and there was no treatment of the adverse event. Lot number was not recorded by the patient. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event scar and no check of the skin during the usage was unknown. The outcome of the other events was recovered. Per the product quality group: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Evaluation of the returned sample did not provide any additional information as to why the consumer stated "the wraps do get really hot". There was no trend identified for the lot for the subclass of wrap/patch/pad too hot.reasonably suggest device malfunction: no. Severity of harm: n/a; site sample status: not received. Additional information has been requested and will be provided as it becomes available. Follow-up (12oct2018): new information received from the contactable consumer included: suspect product details (including start date, frequency and indication), no concomitant medication, event details (including new event scar, event onset date, no treatment and event outcome). Follow-up (10feb2020): new information received from product quality group includes investigation summary., comment: based on the information provided, the events burns second degree, device issue and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.